Event description:
Procedure: hip revision. Performed at sjog on (B)(6) 2014. Reason: loosening of components patient felt pain. Primary: total hip replacement performed at sjog murdoch on (B)(6) 2011. (B)(4) 2014: the product specialist has advised that intra-operatively, the femoral stem was found to be loose in the femur

Manufacturer narrative:
The devices associated with this report were not returned. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A single image of an x-ray was provided for review. From review of the x-ray the following observations were made: the stem appears to be in a varus position, this alignment would act to resist the broach from seating, reducing the size of broach and therefore stem that could be used. The stem appears to be undersized relative to the size of the femur. The cup appears to have excessive anteversion applied. From the x-ray there appear to have been some surgical factors which may have caused the failure but with the information provided it is not possible to determine the definitive root cause. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.